Event description:
The customer contact reported an operator error in programming the device, which resulted in the pt receiving more medication than intended. Between 0930 and 1030, the device was programmed to deliver an unspecified concentration of insulin, at a rate of 3.5 ml/hr, with a vtbi (volume to be infused) of 250 ml, for a duration of 24 hours, and the delivery was started. At 1100, it was reported during hourly checks the nurse noted there was approximately 100 ml of solution was remaining in the insulin container, instead of the expected 240 ml. At that time the delivery was stopped, the physician was notified, and unspecified labwork were drawn. The results were not reported. The customer contact reported the pt was treated with unspecified volume of dextrose 10% in water IV. No specific details were provided. The device was removed from clinical service. After an unspecified length of time, therapy was resumed using a replacement device. It was reported that after a review of the device history the user facility, the customer contact initially indicated that the event was the result of an operator error in programming the device to deliver at a rate of 999 ml/hr instead of the intended rate of 3.5 ml/hr; however further review of the device history found the device had been programmed to deliver at a rate of 405 ml/hr instead of the intended rate of 3.5 ml/hr. Though requested, no additional info was provided including if the pt became hypoglycemic or if the dextrose 10% in water was given prophylactically.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The device history was downloaded and printed at the user facility. A review of the device history indicates on (B)(6) 2012 at 0938, the device was programmed for simple delivery, ICU cca, to deliver at a rate of 3.5 ml/hr, with a vtbi (volume to be infused) of 250 ml, for a duration of 71 hours and 25 minutes, and the delivery was started. At 1025, the device was reprogrammed to deliver at a rate of 405 ml/hr, for a duration of 36 minutes, and the delivery was restarted. At 1101, the device alarmed for n186 (distal occlusion), and the device was turned off. A review of the history found the device delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel.